Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced infection. Patient was febrile up to 38.4 degree celsius. Patient was started on started on antifugal and antibiotic medications for several weeks with limited success. Fevers were ongoing and white blood count was elevated. On (B)(6) 2017, pericardial or pleural collection was determined to be the source of infection and the patient experienced a period of stability with support decreasing. It was reported that e.coli was found in sputum. On (B)(6) 2017, a small amount of green colored ooze was found on the pump driveline, but otherwise the site looked good. A culture was (B)(6) for (B)(6). The clinicians felt that no further treatment was necessary, as the patient was already on antibiotic medication. On (B)(6) 2017, it was reported that a sternal wound culture was (B)(6) for (B)(6) and stenotrophomonas maltophilia. The infectious disease clinicians felt the site looked good and only superficial, so no further treatment was necessary as the patient was already on antibiotic medication. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Local, pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.